Event description:
It was reported that the left ventricular (lv) lead had high thresholds and during reprogramming diaphragmatic stimulation was experienced. An x-ray revealed the lv lead had dislodged and pulled back into the coronary sinus. It was later reported that there was a small pericardial effusion present on echo and an electrocardiogram showed symptoms consistent with pericarditis. An increase in thresholds and loss of capture was also noted. The patient noted a fall two weeks prior. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.